Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: a review of the black box showed one reboot followed by multiple call service alarms. The battery compartment was intact with no damage or evidence of moisture ingress. The battery cap fully secured to the pump; a power loss was not observed. The battery cap contact height was found to be out of specifications; the width was within specifications. During testing, the pump powered on to a blank display screen. A test screen was installed and remained blank. The complaint was unable to be fully investigated due to this. Unrelated to the complaint, the audio bolus button was torn. Moisture was observed behind the display lens. The pump failed a leak test due to the audio bolus button damage. The pump cover was opened and moisture damage was found throughout the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the pump did not power on when an attempt was made to reboot the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.